Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer's report of a leakage was confirmed. Functional testing of the returned sample confirmed the customer¿s report as fluid was observed to be leaking from a hairline crack on the female luer of the maxzero component. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that there was a leakage.